Manufacturer narrative:
Occupation: non-healthcare professional. Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. The report was confirmed with the pictures provided. The first photo depicts the pouch and label of the device. The reference part number and lot number match the information provided in the report. The second photo depicts a wire guide partially removed from the wire guide holder. Bare core wire is exposed on the wire guide between the 20 cm and 21 cm markings. Additionally, the wire guide coating appears to be damaged and accordioned proximal to and distal to the 20 cm marking. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the photos provided and statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. The user detected the wire guide coating peeled off during procedure under endoscopic view. The user changed to another same device to complete the procedure. The photo provided depicts the coating damage between 20 and 21 cm. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.